Event description:
Revision surgery - pt dislocated after primary surgery. Doctor decided to re-position the acetabular shell. Doctor removed the liner and repositioned the shell. The liner was damaged during removal and replaced with a new liner.